Event description:
A remstar pro c-flex+ device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center found visible foam particles inside the blower kit. In addition, the service center found error codes e053 (err_comp_log_sem_timeout), e055 ( err_therapy_queue_full), e062 ( err_stuck_ramp_key), e063 as well as (err_stuck_knob_key) and dust contamination. The device was scrapped by the service center after the evaluation was completed.